Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement post implant which was confirmed via chest x ray. Subsequently, this ra lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.